Event description:
Customer called to report that she received a safety notice scroll wrap letter and wants to replace the insulin pump. Customer's blood glucose reading was 123 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.